Event description:
It was reported that after a routine supply change, the patient received a high glucose alert of approximately 400 mg/dl and subsequently administered a subcutaneous insulin pen dose while still connected to the ilet; the patient also noted leakage at the connector and later completed a full supply change with guidance, after which glucose levels returned to range. Customer care provided support that included troubleshooting, and education on the correct supply change process and assessment for connector integrity. Investigation of this case revealed suspected infusion interruption due to a leaking connector, with user-contributed risk from administering an external insulin dose without disconnecting from the ilet. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary clinically significant hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique and a component-related leak at the connector contributing to delivery disruption.